Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon's patient presented pain in her right hip. After opening her right capsule, he could see a fair amount of metallosis in the femoral/trunion area of the construct. Doi: unknown; dor; (B)(6) 2018; right hip.